Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings are as follows: due to wear of angle wire, bending angle in up direction and play of up/down knob was out of standard value; adhesive on bending section cover had a chip and white clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; adhesive around objective lens was peeled; light guide lens had a crack: universal cord had a wrinkle; suction cylinder was shaved; paint on suction cylinder was peeled; and paint on air/water cylinder was peeled. The following device components were found to have a scratch; plastic distal end cover, connecting tube, scope connector cover, suction connector, protector of universal cord on suction connector side, universal cord, flexibility adjustment ring, image guide protector, grip, scope cover, switch box, forceps elevator (fe) cover, fe knob, up/down knob, right/left knob, control unit, and switch 1. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the endoscope being defective. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had poor air/water supply. The event timing is unknown for a diagnostic procedure. There was no significant delay. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.